Manufacturer narrative:
The complaint trending report review determined that there are no adverse trends for the product. Historical performance in the field of reagent lots using world wide data was evaluated. The patient median result for lot 85141ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. Testing was performed using an in-house retained kit for lot 85141ui00 and all specifications were met indicating the lot is preforming acceptably. A review of the product quality history for the lot number under review using search of the corrective and preventive actions system did not identify issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. No customer returns were available for evaluation. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive total bhcg of 12,109 miu/ml on a patient sample processed on the architect i2000sr that was questioned by the physician. A new sample was obtained and tested along with the original sample with both samples generating negative total bhcg results(<1.2 miu/ml). No impact to patient management was reported. No specific patient information was provided.